Event description:
Pt admitted with diagnosis of loose lt total knee prosthesis. The pt had a long complex problem involving their knees. In 1982 pt underwent lt total knee arthroplasty, afterward suffered persistent staph infection. In 1992, pt underwent revision then after developed serratia of marcescens, required removal of prosthesis in 1998 and 8-10 wks if antibiotics. Five months later pt underwent revision with a thin rotating hinge prosthesis. The pt did initially well but started to have more pain and instability. Pt's pain was located in the region of the thigh requiring a walker to ambulate. In 2002, pt underwent revision of lt knee replacement. Intra-operative per surgeon noted femoral component to have rotation between the end of the femur.